Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device was discarded by the customer, no evaluation is possible. Discarded by user.

Event description:
It was reported that the clamp broke during set up, posing the risk of a small component being lost in the surgical site. No medical intervention and no adverse consequences were reported with this event. As this event occurred during set up at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that the clamp broke during set up, posing the risk of a small component being lost in the surgical site. No medical intervention and no adverse consequences were reported with this event. As this event occurred during set up at the user facility, there was no patient involvement and no delay to a surgical procedure.